Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose was over 300 mg/dl. Reportedly, the customer changed the cartrdige and the customer's daughter assisted with replacing the infusion set so the customer could deliver a bolus to address the elevated bg and occlusion alarms.